Event description:
A malfunction alarm, specifically malfunction code 24, was reported by the customer, who mentioned that they showered with the pump attached, which is not recommended. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.